Manufacturer narrative:
Article citation: patarroyo, liceth lorena et al. ¿epstein barr virus (ebv) positive large b-cell lymphoma associated with breast implants: a case report.¿ jpras open vol. 46 86-92. 4 sep. 2025, doi: 10.1016/j.jpra.2025.08.036. Continued e1 - additional initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture" baker grade unknown, "late seroma", "painful palpable mass", "fat necrosis", and "hematoma". The reported events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported, via literature article titled "epstein barr virus (ebv) positive large b-cell lymphoma associated with breast implants: a case report.", 19 cases with patients of varying age range (39 - 75 years), with epstein-barr virus (ebv)-positive diffuse large b-cell lymphoma (dlbcl) associated with breast implants which is not device related, capsular contracture baker grade unknown, late seroma, "painful palpable mass", "fat necrosis", "hematoma", "localized symptoms" and "localized pain". The affected sides are unknown. Devices have been explanted. Additional treatment reported: chemotherapy. Due to limited information available about a reportable events and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. Manufacturer of devices is unknown.